Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. It should be noted the emboshield nav6 embolic protection system electronic instructions for use warns: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Based on the information provided, the investigation determined that the reported difficulty was likely due to use error. It is likely that the non-barewire gave way when pulling the wire back, possibly separating and consequently the filter came completely off. The non-abbott wire (the csi viper wire) has a .018 step up that would prevent the filter from coming off the wire. However, the step on the barewire filter delivery wire is larger at 0.019¿, meaning it is likely using the non-abbott guide wire caused or contributed to the difficulty, as reported the filter migrated and was ultimately removed with a snare due to procedural circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the popliteal artery. The emboshield nav6 embolic protection system (eps) was placed and due to wanting to use the atherectomy device, the bare wire was removed and replaced with a 0.018 non-abbott wire. Atherectomy was performed in the vessel. At the end of the procedure, the 0.018 wire with a step down was used to attempt to retrieve the filter with the retrieval catheter; however, the wire went through the filter and could not bring it into the retrieval catheter. It seemed the filter had moved further away but it was noted that no other devices had bumped the filter. A snare was required to remove the filter. There were no adverse patient sequela. No additional information was provided.